Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl due to issues with non-tandem infusion set (kinked cannula and difficulty inserting the cannula). Customer reverted to using manual insulin injections. Upon follow up, customer received additional training and customer resumed pump therapy. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.